Manufacturer narrative:
This follow-up report is being submitted to provide the primary unique device identifier (UDI) number, which was not included in the initial report.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection and skin laceration cannot be ruled. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Herpes zoster and secondary postherpetic neuralgia, and pulmonary emboli and thrombosis are unrelated to device use.

Event description:
A 70-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2025. On (B)(6) 2025, the patient's spouse reported that the patient had been hospitalized due to pulmonary emboli, which resulted in the temporary discontinuation of optune gio therapy. On (B)(6) 2025, the spouse informed novocure that the patient had resumed therapy the previous week but was hospitalized on (B)(6) 2025, due to a blood clot, which was treated with unspecified anticoagulants. Upon admission to the hospital, the transducer arrays were removed, revealing an infected skin laceration at the site of the surgical resection scar beneath the front array. The healthcare provider recommended discontinuing therapy until the wound had fully healed. Additionally, the patient had recently recovered from herpes zoster but continued to experience postherpetic neuralgia involving the head. On (B)(6) 2025, the spouse reported that the patient was hospitalized due to an infection on his surgical resection site and had not resumed therapy. On (B)(6) 2025, the spouse informed novocure that the patient was now under palliative care. The surgical scar remained unhealed, reportedly due to the patient's declining overall health. Multiple attempts to contact the prescribing physician were made, but no response was received.